Event description:
It was reported that the table locks did not hold. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as result of the slipping table locks.

Manufacturer narrative:
A ge field engineer adjusted the foot pedals and returned the product to service. Periodic preventative maintenance is currently in place per the planned maintenance procedure that includes instructions to inspect and perform functionality checks on table locks.